Event description:
It was reported that this right ventricular (rv) lead exhibited a low amplitude from 15 milli volts to 1.9 milli volts with impedance stable. No noise observed, however, a chest x ray showed that this rv lead pulled back. This rv lead was reprogrammed from rv sensing to 1.0 milli volts and max rv output. In addition, this patient underwent rv lead revision and remains in service. No additional adverse patient effects were reported.